Event description:
It was reported that the camera head was broken. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was broken. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Service inspection was performed, and the device underwent visual inspection and functional tests to assess the device status. The customer allegation was confirmed, "broken" due to damage coupler. Additionally, noise showing on image due to faulty charged coupled device was found. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.